Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. Review of the sterilization paperwork has been conducted. The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
As reported, on (B)(6), 2015, a gore® hybrid vascular graft was implanted as an av access graft. The patient later became septic. The physician alleged the graft became infected and the graft was explanted on (B)(6), 2015. The graft was discarded after explantation.